Event description:
Philips received a complaint by the customer on the v60 indicating that there was low leak co2 rebreathing risk error. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a low leak co2 rebreathing risk error. Per good faith effort (gfe) response received 03jun2024, the customer refused to pay for repair. No further service provided by philips. The customer refused to pay for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6).reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).